Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan was noisy, the fan motor/rotor was found to not turn properly and a s233 (over temperature) malfunction alarm code was noted in the device history. The probable cause of the s233 error code was due to a broken fan assembly. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a s233 (over temperature) malfunction alarm code was noted in the device history and the cooling fan was noisy. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.